Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11008. On 06/17/2013, the patient received an scs system. Post-operation, the patient experienced extreme abdominal pain. As a result, the patient went to the emergency room. While in the emergency room the patient was given a catheter due to his bladder not draining. On (B)(6) 2013, the patient's scs system was explanted. The patient's doctor believes the symptoms may have been caused by pressure or inflammation around the spinal cord from the surgery. The patient continues to experience abdominal pain even through the scs system has been explanted. Pain also radiates from where the ipg was located to this groin area. The explanted product will ot be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.